Event description:
It was reported to boston scientific corp that during the renal biopsy procedure, the easycore biopsy device misfired, the needle went out, but did not come back. There was no sample present when the device was removed from pt. The physician completed procedure with another of the same device from the same lot with no pt complications and the pt was reported to be doing fine.